Event description:
It was reported that during a da vinci myomectomy procedure, arcing from the monopolar curved scissors instrument with the mcs tip cover installed was observed after the mcs instrument made contact with a tenaculum forceps instrument that was also being used during the surgical procedure. Reportedly, the bovi machine caused the cord to break in two and explode. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was unable to confirm the customer reported complaint. The instrument had debris at the tip that resembled a char mark; this debris was removed. Upon inspection under magnification, no char marks were found. Thus, the claim cannot be verified. Failure analysis investigation also found that the instrument's main tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The location of the fissure was in an area that was not protected by the tip cover. No other damage found. The tip cover was not returned with the instrument. On (B)(4) 2013, intuitive surgical, inc. Contacted the initial reporter of this complaint. According to the initial reporter, the surgical team heard a noise coming from the cable connected to the electrosurgical unit (esu) and the monopolar curved scissors (mcs) instrument indicating that the cable blew. The mcs instrument and tip cover accessory were inspected prior to use and there was no damage noted to either of the devices. The cannula was also inspected and there was no damage noted to the cannula. The esu used during the surgical procedure was a valley lab force 2 and the settings used during the surgical procedure were coag/40 watts. The esu cable was a valley lab reusable cable. Based on the information provided, this complaint is being reported due to the following conclusion: arcing from the mcs instrument occurred during a da vinci surgical procedure after making contact with another endowrist instrument that was being used during the surgical procedure.